Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained a sensor scan of 53 mg/dl and was "re-sugared" by nurse. After 10 minutes, an hcp meter reading of 311 mg/dl was taken and the customer was treated with novorapid insulin (dose unknown). Three hours later, the sensor still read 53 mg/dl compared to hcp meter reading of 344 mg/dl and customer was administered additional 3 ui novorapid insulin. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.